Manufacturer narrative:
(B)(4). Additional information: on an unknown date in (B)(6) 2015, the patient experienced the peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was described by the patient as ¿might have been due to a piece of skin or dandruff¿ but ¿really has no idea¿, therefore, the cause is assessed as unknown. The patient was not hospitalized for the event. Treatment was not reported. At the time of this report, the patient was recovering from the event and pd therapy was ongoing. No additional information is available.